Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a blurry image. The reported issue occurred during service/maintenance. There were no reports of patient involvement.